Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient could not get the thing to work (agent understood pt couldn't get their implantable neurostimulator (ins) to charge). Patient said in the past it had always taken them a while to find the right spot to charge, but lately every time they got the right position to charge they would lose connection quickly afterward. They tried for a good hour last night and a good half hour today to no avail. Agent asked if there were any error messages on controller, but pt said they just kept seeing 'reposition/poor recharge quality' and the light would turn yellow. Patient said they had a really bad left arm and a frozen shoulder, so it was hard to hold the recharger around behind them for very long. Agent asked, pt confirmed they didn't have a belt to use for the recharge; they thought they probably had one in the past but had forgotten about it or something. Pt mentioned they started driving a new bus for work that really made their back hurt when they couldn't get ins charged (sometimes still hurt even if the ins was working). During the call, patient checked for damage to recharger cord/plug and controller port, but didn't see any, and cleaned connections. Patient then started a charging session and reported poor recharge quality shortly after connecting, even using best practices for positioning. Patient tried to start another charging session, the screen was spinning on 'checking recharge quality'. Agent asked for event date and pt said 'this had been going on for a long time.' The issue was not resolved. A replacement recharger and belt were sent out. Additional information was received. Pt called back stating they called yesterday since they could not get the rtm to stay on when trying to charge their ins. Pt tried for an hour at different times, then 30 minutes yesterday but still had issues so they were told the recharger telemetry module (rtm) and belt was the issue. After calling patient services, last night they could get the ins charging where the controller was at 100% and ins at 0%; after sitting for 1.5 hours it quit on them telling them to charge the controller. The controller battery went to 0% and the ins was at 40%. Pt then went to plug the controller into the ac and the green light was on the cord but and green light not flashing on the controller. The controller was blank and unresponsive, they reset the controller 3 times. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Pt verified the ac power supply had a green light on it. Pt put two aa batteries in the controller but the controller did not turn on. Pt noted they lost their controller battery door cover. A replacement controller was sent out. Additional information was received. Patient called back reporting that they got all their new equipment but are still having some issues. Patient stated that they tried using the new controller and it did nothing; they put the battery pack in the controller and the controller did not respond. Patient stated that they took the battery pack out of their controller and tried aa batteries and the screen came on. Patient noted that they have not been able to use their stimulator in 4 days and that they are doubling up on their medicine due to the loss of the device. Agent walked the patient through an ac reset of the controller; patient stated that their controller did not power back on. Agent asked if the patient saw the ac power box light; patient stated that they did. Agent had the patient try a different outlet; patient confirmed seeing the ac power box light but the controller still did not power back on. The issue was not resolved. A replacement ac power supply and battery pack were sent out. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the therapy wasn't working very well, ever since they got the implant. Patient stated that they may be having more problems as well. Patient mentioned that the old implant had given them some relief, but this implant didn't seem to be giving them anything. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist reviewed role of representative and redirected patient to healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6). Product type: recharger. Product ID 97745nt. Serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.